Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a distributor via sems that an ar-4030c-09 9mm by 30mm fastthread biocomposite interference screw broke into two pieces. Then, the surgeon attempted to use an ar-4030c-08 8mm by 30mm fastthread biocomposite interference screw, and the tip broke. The surgeon was unable to screw it into the tibial tunnel and remove all the broken fragments. Another ar-4030c-08 8mm by 30mm fastthread biocomposite interference screw from a different lot number was attempted to be used, but it could not be screwed in. The surgeon also tried to use an ar-1588tb tightrope button, but it did not work for the type of procedure being performed. Finally, an 8mm by 25mm soft anchor was able to complete the case. This was discovered during an acl procedure on (B)(6) 2023. Additional information received on (B)(6) 2023: the broken ar-4030c-09 9mm by 30mm fastthread was removed inside the patient. The ar-4030c-08, 8mm by 30mm fastthread, was opened, and this one also broke inside the patient; all fragments were retrieved. The surgeon used part number ar-1380h-25 soft screw, to complete the case.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.